Event description:
Septic arthritis. Info was received of 5-may-2003 from the treating physician who reported pt experienced septic arthritis after the adminsitration of synvisc. In 2003 the pt was administered their first synvisc injection. When the pt returned for their second synvisc injection the following month, they were hospitalized for septic arthritis and underwent two arthroscopic lavages. Eval of knee aspirate revealed gram-positive diplococcus and culture results were positive for staph aureus >100,000. The pt was treated with incision/drainage and IV antibiotics. At the time of this report, the pt's clinical outcome is unknown. Qa investigation results: the lot number w0202 was provided, data review shows that product met specifications. Sterility testing results for retain samples indicated that there was no growth obtained, and that the product met specifications at release. No associated non conformances were noted.